Event description:
During preventive maintenance service, the manufacturer's service technician reported the device failed preoperational testing. Upon evaluation, the service technician reported a component failure was noted on the power management pcb board that may result in the unit shutting down during use in normal ventilation mode operation. Upon loss of power, a power fail alarm will activate and if in use alternative ventilation should be provided. The service technician replaced the power management board to complete the service. Applicable final testing was completed and passed per operating specifications.